Event description:
The ICD was explanted 1 day post-implant when high impedance measurements were observed. The leads were tested and the measurements were normal. The physician believed the device header to be anomalous.